Event description:
We had an instrument break while inside the patient during a da vinci hernia repair with the doctor. It was the cadiere forceps and they just quit functioning but they were inside the patient when that happened. Note: forcep checked after removal and it was noted to have zero (0) lives.